Manufacturer narrative:
Block d2b: additional applicable product code: nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an implantable pulse generator (ipg) revision procedure due to the device reaching end of service (eos) approximately two weeks after receiving the elective replacement indicator (eri) message. The clinical team felt this was a very short interval, providing inadequate time to schedule an ipg replacement before the battery depleted. The patient experienced a mild increase in parkinson's disease symptoms. Postoperatively, the patient is doing well.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event of observing the elective replacement indicator (eri) notification through the home monitoring system, followed shortly by an (end of service) eos message resulting in inadequate stimulation and the return of parkinsonian symptoms, was due to the primary cell ipg reached eri and eos within range of the expected battery life. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the returned ipg was analyzed which revealed normal device characteristics with no anomalies observed during visual and functional testing. A data log analysis indicated the primary cell ipg battery entered eri 2 years, 3 months, and 26.2 days after initial active programming which is within range of the expected battery life of 1 year, 11 months, and 6.4 days. According to the product labeling, batteries that have functioned for 12 months or longer without entering eri mode will provide a minimum of four weeks between the onset of eri mode and the point at which end of battery life is reached. Labeling review: a product labeling review identified that the ipg was used per the instructions for use (IFU)/product label. Additionally, labeling states that when the stimulator battery is fully depleted, the eos indicator will be displayed on the remote control and clinician programmer. Stimulation will not be available. Surgery is required to replace the implanted non rechargeable stimulator to continue providing stimulation. When the implanted non-rechargeable stimulator is nearing the end of its battery life, the stimulator will enter the elective replacement mode. The eri will appear. Stimulation is still being provided during this eri period. Changes made to the stimulation will not be saved, and the stimulation will not be available soon. Patients should be advised to contact their healthcare provider to report this message screen. Device replacement is required to maintain therapy once eri appears. For batteries lasting 12 months or more before eri, a minimum of 4 weeks is guaranteed between eri onset and end of battery life, as documented in the IFU. Investigation conclusion: analysis of the primary cell ipg did not confirm the allegation that the patient experienced an unexpectedly short interval between eri and eos, resulting in inadequate stimulation and the return of parkinsonian symptoms, as the device was received in the eos state indicating that it had progressed through eri as expected before reaching eos. Although the exact duration between eri and eos could not be determined from the available data, analysis showed that the eri occurred within the expected timeframe based on measured energy usage, and the battery lifespan aligned with theoretical projections. The ipg behaved in accordance with documented labeling as it approached end of life, with no evidence of malfunction or abnormal battery behavior. Overall, the device performance was consistent with expected end of life characteristics and labeling guidance. Therefore, engineers concluded that this investigation will be classified as end of life problem identified. This indicates that the device reached its natural end of service rather than experiencing a performance failure. Block d2b: additional applicable product code: nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an implantable pulse generator (ipg) revision procedure due to the device reaching end of service (eos) approximately two weeks after receiving the elective replacement indicator (eri) message. The clinical team felt this was a very short interval, providing inadequate time to schedule an ipg replacement before the battery depleted. The patient experienced a mild increase in parkinson's disease symptoms. Postoperatively, the patient is doing well.